Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5018348/5042691.

Event description:
It was reported that the patients stimulator was not working as intended. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient is doing well post operatively. The explanted device components will not be return due to facility policy.